Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by changing pump supplies and giving a correction bolus via the pump. Ultimately, the customer reverted to an alternate method insulin therapy.